Event description:
This is the eleventh of 22 reports with 5 patients involved. There are a total of 12 separate events using up to 2 separate heraeus medical devices. Hk rep called to report that an office had trouble with a curing light. She said that fillings were falling out and that she wanted the assistant to be contacted. Assistant said that they had a light that was not curing very well that was causing the issues. She said that it tested at 750 to 800 mw/cm2 when their (B)(4) rep tested it on a radiometer. She said that she always keeps the lights in their rooms and never mixed them up. She said that all of the fillings falling out came from the room with this light. She said that they have only had the issue the last 3 weeks and has been trying to figure what was the cause. She said that she uses three composites; mostly grandio by voco, then venus, then sonicfill by kerr. She said that they use all of these in each of the operatories along with the bonding agent futura bond dc by voco. Asked her what isolation method they use. She said that they isolate with cotton rolls and suction using the high vacuum salvia ejector. Patient 4 was treated on (B)(6) 2012. They placed a #20-do. The patient reported on (B)(6) 2012 that it fell out. They had the patient return immediately for the replacement. All composites placed were venus plt shade a3 or a2.

Manufacturer narrative:
As allowed by exemption (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. The unit cured as specified however this unit is out of warranty. Conclusion: ths complaint is invalid. Return of material to heraeus kulzer (B)(4) is unwarranted. The investigation is closed. No CAPA is proposed or initiated.